Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection and the device functioned properly during evaluation. The cause of the reported event remains unknown.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.